Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by about 10mm. It was also noted that the deployment suture was broken and frayed at 140mm from the point of release. A functional analysis was carried out and the stent was deployed without issue. The condition of the returned device was consistent with the complaint event. The stent was returned partially deployed, and with a broken deployment suture. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure within the esophagus on (B)(6), 2010. According to the complainant, the physician was unable to advance the catheter delivery system through the target site because the stricture was too tight. The physician removed the device and dilated the stricture with a cre dilatation balloon. He was then easily advanced the same stent to the target site. While deploying the stent, however, the deployment suture broke. The physician had to remove the partially deployed stent and use another ultraflex to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure within the esophagus on (B)(6), 2010. According to the complainant, the physician was unable to advance the catheter delivery system through the target site because the stricture was too tight. The physician removed the device and dilated the stricture with a cre dilatation balloon. He was then easily advanced the same stent to the target site. While deploying the stent, however, the deployment suture broke. The physician had to remove the partially deployed stent and use another ultraflex to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.